Event description:
This is the second incident (B)(6) hosp is reporting to the FDA. Within the (B)(6), I am aware of 6 machine failures of a similar nature- all on ge healthcare anesthesia machines: 2 at (B)(6) hosp, 3 at (B)(6) hosp ctr, and 1 at (B)(6) hosp. A description of the most recent event at (B)(6) is as follows: during a case on friday (B)(6), the ventilator screen suddenly went black and ceased ventilation. The vitals signs screen remained illuminated and functional. The anesthesia provider turned off the vent and began manually ventilating the pt but this time (in contrast to our previous failures) the bag did not inflate despite closing the pop off valve and adjusting o2 flow meter. The provider then pressed the power button for axillary oxygen function to prompt activation - it did not automatically activate as it should with ventilator failure. Only by pressing the power switch for axillary oxygen did it become activated. The pt's vital signs remained stable and after activating the back up oxygen source, the provider was able to adequately ventilate pt on 10l o2. No adverse outcome to the pt.